Event description:
Customer's family member thinks device was dropped but has been reading high results for a few weeks. No values were provided. Customer was having low glucose symptoms. Family member treated with m & m's and claims customer may have been given to much insulin. Controls used but values were not provided. A request was made for return product and replacement product was sent.